Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). Service history review determined that this device has not been previously sent into service for the reported condition of failure code 810:11.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:11 and determined the root cause to be a out of calibration air in line printed circuit board. The pump head module was recalibrated. Review of the device event history determined that the reported condition of occurred on (B)(4), 2010 and not the customer reported occurrence date of (B)(4), 2010. A follow up report will be submitted if additional information.

Event description:
The facility representative reported a colleague pump with failure code 810:11. The reported condition was found during biomedical service. Device evaluation determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available at this time.